Event description:
On august 16, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist mailed a letter to the reporter and patient on august 16, 2006, since they could not be reached by telephone on two separate days. On two separate occasions, the reporter indicated that she had to take the patient to an emergency room (ER), since he was not feeling well and could not test with the reported meter. In both instances, the patient received insulin treatment. On one visit to the ER, the patient obtained a reading of "381 mg/dl" using an unidentified device after receiving insulin. The patient remained in the hospital until his blood glucose went down. It would have been helpful to know when the alleged issue started, when the symptoms started, if the patient changed the meter's battery according to the manual, and if the patient attempted to test with the reported meter when he had symptoms. Also, it would have been helpful to know if the patient was following his medication/treatment regimen during the time of concern and what device was used to obtain the "381 mg/dl" reading. During troubleshooting with the customer care advocate (cca), the reporter was able to turn the meter on by pressing the "m" button or by inserting a test strip into the device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had symptoms, was unable to test himself with the reported meter, and was treated with insulin in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.